Event description:
The hospital nursing staff attempted to use the device on battery power during a code. The device allegedly lost power when the ac power cord was unplugged. The reporter was not able to provide any additional details regarding the reported event. There were no adverse affects to the patient reported as a result of the alleged malfunction.